Event description:
I was forced to explant my recalled mcghan/allergan style 68 breast implants, (was never informed they were recalled). Nearly died from severe bii (breast implant illness) symptoms. I have seen a lot of specialists, ended up with a handicap pass, nearly died, and could locate tests. (More coming back as we speak). I was highly poisoned. I am now getting my life back 100%. I have pics of original tags if need be, put in my body on (B)(6) 2001. Much like others with implants, told I could not get pregnant. Used fertility drugs to get pregnant. One pregnancy was with twins and lost a twin. Have 2 live births total. Complications after one birth, nearly died, I believe it is in result of bii (breast implant illness). Getting off meds now, but was on a whole list. These manufacturers need sanctions. These are killing women, we never got proper information. I am angry, sad, I lost a large portion of my life suffering, seeing drs trying to figure out what was wrong. Thankful I have a start to a new life. Reference report: mw5152231.